Event description:
It was reported that a patient sustained scarring to the face following treatment for acne scars with a lumenis ultrapulse laser. It was further reported that no test patch was performed prior to treatment in contradiction to device labeling. The patient was reported to have been prescribed acyclovir prophylaxis and ceftin to preclude infection. The patient is also reported to require further ipl treatments and fractional laser treatments to reduce the adverse treatment outcome.

Manufacturer narrative:
Lumenis investigated the reported event and contacted the facility for further information. The user facility declined service for the subject device. A review of subject device service records found that preventative maintenance had been performed within lumenis-specified service interval for the device. Lumenis has determined that device malfunction is not the suspected root cause of the events reported. The facility provided patient photographs and treatment settings. A lumenis healthcare professional evaluated the reported event details and patient photographs concluding the root cause of the event reported to be extremely aggressive treatment settings employed for the condition treated in contradiction to common medical practice and device labeling. User facility declined service.